Event description:
Paramedics responded to a patient complaining of chest pains. The device was connected to the patient with ECG electrodes for ECG monitoring. According to the reporter, the device alarmed low battery then prematurely lost power. A backup device was immediately called for and used and no adverse affects to the patient were reported as a result of the alleged malfunction.